Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection. Insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Motor tested ok. No motor anomaly noted. Insulin pump passed alarm test. No alarms noted. However an alarm was noted in alarm history due to corrupted history files.

Event description:
Customer reported a low blood glucose of 31 mg/dl. Customer treated the low blood glucose with food. She stated that the drive support cap appeared to be normal and recessed. She had not been wearing the insulin pump for two weeks and had removed the battery, and the settings had cleared. Customer was assisted in reprogramming the insulin pump. She stated that the insulin pump had gone through an MRI. Customer stated that she had an MRI at the hospital when she got into a car accident. She stated that the car accident was not related to diabetes. The insulin pump passed the displacement test. Nothing further was reported.